Manufacturer narrative:
Additional information was already requested regarding the unknown rv lead model and serial but unsuccessful. Therefore, as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing with several low out-of-range impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and an unknown right ventricular lead. Additionally, the physician noticed some episodes with noise on the ventricular channel during the routine follow-up for which the device delivered inappropriate shocks. In addition, pacing inhibition was noted though no asystole was observed as the patient is not pacemaker dependent. The device was reprogrammed. At this time, the system remains in service. No adverse patient effects were reported.